Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: two (2) devices with part number 394.45 were returned with wing nuts that would not thread into the holding sleeves as intended. Therefore, the complaint condition alleged against these devices has been confirmed. However, a failure code of "broken: procedural step unknown" was selected following the investigation for returned part 394.46. The wing nut has sheared off mid-thread with a portion of the threaded shaft remaining in the returned holding sleeve. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The relevant drawings were reviewed with no product design issues or discrepancies observed. The manufacturer is unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. The condition of the holding sleeve and broken wing nut is consistent with significant use and excessive tightening. Device history record review: manufacturing site: (B)(4) - manufacturing date: june 8, 2009 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that malfunctions were discovered on three (3) devices during an instrument inspection undertaken on (B)(6) 2016. It was discovered that the wing screw threads were stuck in the holding sleeve of a large distractor and would not come apart. There were two (2) other of the same device (different lots) that would not thread into the holding sleeves. At the time of initial report, all three (3) devices were deemed non-reportable. However, upon inspection of the returned devices, which was completed on (B)(6) 2016, it was determined that one device was actually broken. As such, the device was re-assessed and found to meet reportability criteria. This complaint is linked to (B)(4), which describes the intraoperative breakage of another device. This report is 1 of 1 for (B)(4).